Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient developed a pneumothorax requiring a chest tube and hospitalization. A cone beam with cios spin was performed after successfully navigated to the nodule. When the scan was completed, the physician reviewed it and noticed a pneumothorax. The physician proceeded with the biopsy since he was at the right spot. After finishing the ion portion of the procedure, a chest tube was placed in the patient during the same procedure. The biopsy was approximately 20 minutes and there was a delay due to the chest tube placement. The patient was admitted to the hospital and was likely to stay the night. The physician confirmed that the ion system did not cause the pneumothorax, since the patient was very sick and had a lot of emphysema with bullae. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, there was no response received from the physician.